Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy, the knife bar bent while firing. It was stated that the issue occurred successively in 3 units. The jaws clamping the sigmoid colon of the patient were opened and the reload was replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. All three loading units received displayed a full complement of staples. Two of the loading units noted the knife assembly and white sleeve were disengaged. The pusher thumb piece was intact. All three loading units noted no knife blade damage. Functional testing was precluded due to the observed damage to the loading units. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.